Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient had an ischemic stroke. Computed tomography angiography (cta) revealed that the head and neck looked fine, and the stent was open. The patient has a recent history of stroke. Additional information was obtained indicating the patient woke up post-procedure neurologically intact. Reportedly, the patient was also hypotensive, very lethargic, and overly-sedated. The patient felt weakness on the entire left side. Prior to the surgery, the physician had recommended post-op blood pressure control and medication adherence. It was noted that the patient was still in the intensive care unit (ICU) and non responsive.